Event description:
It was reported that following a spinal cord stimulation (scs) implant, the patient was experiencing abdominal pain, impaction and urine issues. The cause was unknown. No device malfunction suspected. The patient was discharge and doing well.